Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when booting the main cart, the system did not show the standard login screen but rather that no video source was detected. During troubleshooting, technical services (ts) asked the site biomedical engineer (biomed) if a camera cart could be connected to the system to see what the video output was on the camera cart monitor. The camera cart monitor showed that it tried to connect to the main cart computer, but it eventually failed. The site stated that before the system went completely black, they had witnessed a "hexadecimal error." However, the site biomed was not able to recreate that error any longer. The suspected cause was either a malfunctioning computer due to the potential hexadecimal error, or a lack of power from the uninterruptable power supply (ups) to the computer. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403, serial/lot #: (B)(6) product ID: 9735818, serial/lot #: unknown product ID: 9735768, serial/lot #: unknown product ID: 9735764r, serial/lot #: unknown product ID: 9735787, serial/lot #: unknown g2: foreign country - canada h3/h6: the system was serviced in the field and the computer would not boot up. The in/out panel, computer, and power supply were replaced. Codes b01, c02, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product 9736403 lot #: 1943c01793 h2, h3, h6: the returned computer was analyzed. It powered up when the main power was applied, but did not display an image to the monitor with dvi, hdmi, or dp ports. Code c13 is applicable, as are previously reported codes b01 and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(6),h2-3) the input/output (I/o) panel was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found, the I/o panel performed as intended. Codes: b01, c19, d14 h2-3) the uninterruptable power supply (ups) was returned to the manufacturer for evaluation. After functional testing and visual/ph ysical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found, the ups performed as intended. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.